Event description:
According to the literature, a retrospective study compared the outcomes between double stapling technique (dst) and hemi-double stapling technique (hdst) in patients who underwent laparoscopic total gastrectomy with the oral anvil device for gastric cancer between march 2019 and september 2022. The esophagus was transected with a powered stapler with tri-staple. The oral anvil was inserted into the esophagus and an extra large circular stapler 25mm was inserted into the jejunum and an end-to-side esophagojejunostomy was performed. The stump was closed with a linear powered stapler. For dst, the rod of the anvil is positioned at the center of the esophagectomy staple line, and two overlapped staple lines are formed. In hdst, the center rod is positioned at either the right or left end of the esophagectomy staple line, forming a single overlapping staple line. The staple intersection is reported to cause anastomotic leakage and stenosis. There were 30 patients in the study and complications included: anastomotic leak, anastomotic stricture, and duodenal stump fistula. Two cases of anastomotic leak occurred in the dst group, grade ii and iva, and interventions were not reported. One case of anastomotic stricture and one case of duodenal stump fistula on hdst group. Endoscopic balloon dilation was required to treat the stricture and the fistula was treated conservatively. Prolonged hospital stay was also reported. Other complications that were not related to the device included: wound infection, pancreatic fistula and pleural effusion.

Manufacturer narrative:
Title: double stapling technique versus hemi-double stapling technique for esophagojejunostomy with orvil¿ after laparoscopic total gastrectomy: a single-blind, randomized clinical trial source: surgical endoscopy https://doi.org/10.1007/s00464-023-10068-z published online 19 april 2023 d10 concomitant product: eeaorvil25a, eeaorvil25a eea orvil 25mm automaticdv (lot#: unk); unegiatri, unknown egia tri staple (lot#: unk); sigphandle, sig power sigphandle handle (serial#unk); sigpshell, sig power sigpshell control shell (lot#: unk); unk-sigadapt, unknown signia egia adapter (serial#: unk). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.